Event description:
A registered nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to a dialysis related issue. No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin and ceftazidime daily for 15 days (dosages unknown). The patient¿s peritoneal effluent culture result returned positive for enterococcus faecalis, and the patient¿s antibiotics were continued (completed while admitted). The patient was discharged on (B)(6) 2024 to an acute rehabilitation hospital for physical therapy and was discharged home on (B)(6) 2024. The patient continued to undergo ccpd throughout his entire hospitalization without reported issue. The pdrn attributed causality to a touch contamination event, as the patient admitted he did not perform hand hygiene prior to initiating and/or termination of treatment after utilizing the restroom. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Following discharge, the patient resumed utilizing the same liberty select cycler without reported issue.